Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2025. It was noted that the patient had a right common iliac artery (rcia) that was very large and questionable for being on IFU to begin with. It was decided at the time of implant to place a stent graft in a bellbottom configuration. The patient had no symptoms and approximately eight (8) months post initial procedure, during a routine follow up, the device was found to have eventually pulled into the more dilated area of the iliac artery causing it to be pulled into the aneurysm sac. The physician elected to treat the patient by implanting two (2) ovation ix iliac limbs to resolve this event. The patient was reported as doing well and was sent home post re-intervention.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.